Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received failed battery test alarm. The customer¿s blood glucose level was unknown. Customer stated that did not have another new battery and call back to finish troubleshoot. Customer advised to that failed battery test alarm was occur again after each new battery inserted. The insulin pump will not be returned for analysis.